Manufacturer narrative:
The device was received for eval, but the reported event could not be duplicated. No problem was found with the device.

Event description:
It was reported that the device was leaking oil during set up for a procedure. There was no pt involvement and no allegation of adverse consequences associated with this event.